Manufacturer narrative:
A review of the manufacturing documentation of the device found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain, soreness and warmth at the ipg site. The physician assessed the ipg site two weeks ago and said that everything looked like it was healing fine and there was no infection. The patient had some bone taken out of her iliac crest during another procedure a year ago (not device related). The physician believes the implant procedure may have affected the old procedure site and prescribed lidocaine to the patient. The patient is reportedly doing fine.

Event description:
A report was received that the patient was experiencing pain, soreness and warmth at the ipg site. The physician assessed the ipg site two weeks ago and said that everything looked like it was healing fine and there was no infection. The patient had some bone taken out of her iliac crest during another procedure a year ago (not device related). The physician believes the implant procedure may have affected the old procedure site and prescribed lidocaine to the patient. The patient is reportedly doing fine.